Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable ise indirect na and k for gen.2 results for 1 patient on a cobas 6000 c (501) module. Of the data provided, there were discrepant na results. The initial na result was 122 mmol/l. The sample was repeated on a different c501 and the na result was 130 mmol/l. The sample was tested on two gem analyzers and the na results were 129 mmol/l and 128 mmol/l. There was no allegation of an adverse event. The na electrode lot number and expiration date were asked for but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.